Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Reports patient a status post left bipolar hip done on (B)(6) 2019. Has had several dislocations and he would like to lengthen the neck to increase the hips stability. Dr. Performed the operation and increased the neck length to a +10 with the same size 49mm bipolar which he felt had increased stability of the hip. The surgery was performed without incident. No further information is available. Update: "uhr dislocated from the acetabulum".